Event description:
Customer reported her insulin pump's screen was frozen. She stated there was a full black screen. Her blood glucose was 123 mg/dl. The customer stated was not exposed to extreme temperatures and direct sunlight. The customer also reported a failed battery test. When the customer replaced their battery, the insulin pump continued to alarm failed battery test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several days and no unexpected full black screen or frozen display noted. Also received with normal operating currents. No unexpected failed battery test alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked reservoir tube and cracked battery tube threads.